Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, while pushing the subject coil got detached within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the coil (subject device) was used in the medical procedure. However, while pushing the subject coil got detached within the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Manufacturer narrative:
D4, expiration date, added. D4, gtin, updated. H4, manufacturing date, added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the subject coil got detached in the microcatheter while pushing it through. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous, the coil was advanced without force, and the same microcatheter was used to finish the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.